Event description:
It was reported that the customer received a button error alarm. It was also reported that the insulin pump was exposed to moisture. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump had a cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.